Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell a couple of weeks prior and at the time of the report they were not feeling stimulation. They were able to sync with their patient programmer on the call, it was noted that stimulation was on and the patient did not feel stimulation, but they were going to continue to increase and contact the doctor to have the ins and lead checked if they were not able to feel stimulation. No further complications were reported or anticipated.